Event description:
The hospital reported that using vasoview hemopro 2, the incident was not recognized at the time of procedure but was seen on video review a week later so product details are not known and there were no actions to retrieve the piece. They noticed a white material in the jaws of the hp2 device. It only appeared once during the multiple cuts performed in the case. I am not certain it has remained in the leg as it is very small and cannot be seen later in the video. There was 'fragment in the jaws' in this case that was seen to physically separate from the device, rather the jaws potentially came apart momentarily a drain was also inserted into the leg which may have evacuated the piece if it remained in the leg 4. Same device was used to complete the procedure. No delay. No additional incisions. No patient harm.

Manufacturer narrative:
Trackwise: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected sections - a2, a4, b5. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The photograph was observed to be slightly blurry. There were no visual defects observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "environmental particulates- shavings" was not confirmed. A lot history record review was completed for lots: 3000461029, 300058378, and 3000456895 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2., they noticed a white material in the jaws of the hp2 device. It only appeared once during the multiple cuts performed in the case.

Manufacturer narrative:
(B)(4). Corrected section: b1-changed to adverse event & product problem, b2-changed to required intervention, h6-impact code changed to 2199.

Event description:
The hospital reported that using vasoview hemopro 2, the incident was not recognized at the time of procedure but was seen on video review a week later so product details are not known and there were no actions to retrieve the piece. They noticed a white material in the jaws of the hp2 device. It only appeared once during the multiple cuts performed in the case. I am not certain it has remained in the leg as it is very small and cannot be seen later in the video. A drain was also inserted into the leg which may have evacuated the piece if it remained in the leg 4. Same device was used to complete the procedure. No delay. No additional incisions. No patient harm.